Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the white ring of the white cable connection on the system controller was damaged. The connection was reportedly still working but for safety the hospital replaced the patient's controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the white power cable connector nut was confirmed via the submitted photos and evaluation of the returned system controller. Visual inspection of the submitted photos and returned controller revealed a vertical crack in the white power cable connector nut. The controller was functionally tested with a test power module and mock circulatory loop. The white power cable connector nut was able to be tightened to the test patient cable and remained secured when manipulated by hand despite the observed damage; however, the crack in the connector nut began to expand as the nut was tightened. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A log file was downloaded from the returned controller without issue. The downloaded log file contained approximately 1 day of data ((B)(6)2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6)2020 at 10:28:20 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook under section 5, entitled ¿alarms and troubleshooting¿, provides guidelines for connecting and disconnecting the power cable connectors, including how to properly tighten and loosen the connector nut to avoid damage. Under ¿guidelines for power cable connectors¿, the handbook states ¿tighten the connection between the connectors by turning the nut on the connector. Hand tighten the nut; do not use tools. Do not twist the connectors when turning the nut¿. Heartmate iii patient handbook under section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad. Under ¿daily safety checklist¿, the handbook instructs the user to inspect the system controller power cables/connectors for damage. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.